Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had hyperglycemia. Blood glucose level was up to 600 mg/dl. Customer noticed air bubbles in the reservoir during therapy. Customer mentioned that three out of ten reservoir did not lock from the reservoir to the infusion set. No further details given. Insulin pump and reservoir will not be returned for analysis.